Manufacturer narrative:
Deep vein thrombosis is not labeled in the IFU. Event evaluation: still under investigation.

Event description:
Patient experienced deep vein thrombosis. PICC line was removed and replaced. No additional information has been provided by the reporter.